Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during preventive maintenance, the sensor that indicates if the water is too low alarmed and would not stop alarming. There was no patient involvement, and no harm reported.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-07982. Following an event review, it was determined that the issue does not meet the criteria for mandatory reporting. The malfunction, a continuous device alarm that would prevent clinical use, was discovered during routine preventive maintenance. A recurrence would not reasonably cause or contribute to a patient risk or serious injury.